Event description:
Customer called to report that while attempting to load tsh (thyroid-stimulating hormone) reagent pack through the software of the access 2 immunoassay system, the carousel wheel would not move to an open position. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting, during which it was discovered that a tsh and folate reagent pack were on the carousel, but not scanned into the instrument. The cts instructed customer to remove and reload the reagent packs from both the software and the carousel. The cts guided customer through properly loading reagent packs through the software onto the instrument. The cts then instructed customer to run the daily quality controls for all of the assays. The cts verified proper instrument performance to ensure that the troubleshooting guidance provided effectively resolved the instrument issue.

Manufacturer narrative:
The cause for this event is attributed to user error, as customer did not properly follow the published reagent pack loading requirements. Customer has not called back to report any further issues relating to this event. (B)(4).